Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
Additional information received from the hcp reported that the patient was involved in a research study. There was no issue. They figured out they were reading the programmer incorrectly. They realized they were reading the programmer incorrectly. Since there was no device/therapy issue, there was no further information the hcp would share.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding an unknown patient with an im plantable drug infusion pump with an unknown indication for use. It was reported an hcp called the representative regarding a patient refill on (B)(6) 2016. The patient was involved in a study with an unknown pain medicine. The pump was filled on (B)(6) 2016 and follow-up was (B)(6) 2016 where they reviewed programming/personal therapy manager (ptm) bolus usage and pain levels. Per the session data report, the pump status after update from (B)(6) 2016 ¿successful activations¿ was reset to 0. When the patient returned 7 days later, the report displayed ¿successful activations¿ as 115. The hcp wanted to know why the report said 115 successful activations if the patient took every available bolus daily for 7 days assuming they would get 64 boluses. Patient detail was not available at the time of report. No patient symptoms/complications were reported.